Event description:
It was reported that the patient received inappropriate therapy for a supraventricular tachycardia. Reprogramming the device was recommended. The patient opted to have the tachy therapy programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.